Event description:
A bone graft was placed, osseo max. An immediate loading procedure was not used. Failure to integrate. Assessment of hygiene around implant: excellent. The prosthesis was not fitted. Failure occurred at insertion. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).